Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that three programmer sessions provided three different longevity values. Patient was asymptomatic. Two weeks later, a manual remote transmission was reviewed and no out of range battery values were observed. Data suggest that the values observed were outlier and not a depleted battery. It was consider following the patient at regular schedule intervals.